Event description:
It was reported that during a stenting treatment procedure, the stent became shortened. The 6x201x75 innova stent was introduced to treat an unspecified target lesion. During the procedure, the stent became shortened by about 10 cm and a different second stent was implanted to finish the procedure. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).